Manufacturer narrative:
The product code was unknown; therefore, brand name, catalog number and 510(k) were unknown. The lot number was unknown; therefore, date of manufacture was unknown. Hence, UDI: the lot number is unknown and the gtin is unavailable. The product was made prior to compliance date. Therefore, UDI is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report 3 of 3 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the motor device was very loud during bone removal of the femur. According to the report, the device was being used with an attachment device and a burr device. It was further reported that the noise was believed to be caused by a faulty attachment device. Subsequently, it was reported that the system displayed an error of the handpiece or drill communication error that the device had to re-calibrated and home. It was reported that the burring was quieter after that. However, once completed, it was reported that the drill was difficult to remove and the burr device was difficult to remove from the attachment device. It was reported that there were no delays in the surgical procedure and a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.